Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Received one sample of easypump ii lt 100-50-s-EU/sa without original packaging. The batch number on the big bottom cap of the sample was 22l14ged81. As received condition, clamp clip was closed, and the original wing cap was attached to the patient connector. Upon visual inspection, discofix cap was attached to the complaint sample when big top cap was opened. Multiple cracks and leakage during filling were observed at the filling port. To further analyze the root cause of leakage, the complaint sample was filled with red dye solution. When the wing cap was removed, the solution is able to flow out. No further leakage was observed from filling port, valve area, silicone sleeve, tube connection, and filter. Crack at filling port is a known issue and CAPA 205388 has been initiated to address the crack issue at filling port. The complaint sample was found crack at filling port. Hence, this complaint is confirmed.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in belgium: "chemo leakage." According to the cusomer: "when using the easypump, leakage occurs. Sometimes the leak is diagnosed immediately, sometimes a little later."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.